Event description:
This report is to advise of a catheter fracture found during analysis.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The investigation revealed a break in the shaft material along a conductor wire in the deflectable area of the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged shaft material a remains unknown.

Event description:
During an atrial fibrillation procedure, when the catheter was connected to the tactisys, the contact force was not displayed. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.